Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was difficult to use, specified as "hardness of the swivel key to open and close, which causes the system to rotate and no longer work." This was further described as "the twist clamp was so tight that the transfer set was not able to open" or "close at all." This was observed during use of the device for peritoneal dialysis therapy. It was reported that the device was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.